Manufacturer narrative:
(Device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Problem code a090208 captures the reportable event of poor quality image inside the patient.

Event description:
It was reported that an exalt model d single use scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for stent removal on (B)(6)2024. During the procedure, the physician proceeded to get into position. The image on the monitor began to flicker on and off causing distorted images. The scope was unplugged and re-plugged but the image was never recovered after troubleshooting. It was also reported that the scope's elevator was difficult to actuate. The procedure was completed with a reusable scope. There were no patient complications related to this event.